Event description:
Patient had implant fail in area placed in 2007 and failed (B)(6) 2019. Bone graft done and placed new in (B)(6) 2019 and failed again (B)(6) 2020. Patient presented with loose implant, it was removed, patient states that she had a decidous tooth in that location initially.